Manufacturer narrative:
In the initial report it was mentioned ¿the event will be reported under the second catheter.¿ however, to be conservative we did report this event under both catheters. The report number are 2029046-2014-00431. (B)(4).

Event description:
It was reported that a patient, approximately (B)(6) female, underwent an idiopathic ventricular tachycardia (idvt) procedure with a smart touch bidirectional catheter and suffered a cardiac tamponade, which required a pericardiocentesis. The patient¿s medical history is unknown. The patient suffered a pericardial effusion, noticed after a premature ventricular contraction (pvc) ablation. The patient's blood pressure dropped after the ablation ended, but while the patient was still on the table. They noticed the patient was in atrial fibrillation; a successful cardioversion was done but did not resolve the low blood pressure. The patient entered atrial fibrillation again and a second cardioversion was performed to convert patient to sinus rhythm. A transthoracic echo was performed and determined that a pericardial effusion was present. Pericardiocentesis was then done and the patient's blood pressure stabilized. The patient was then stable. Additional information was received regarding the event. There were two smart touch bidirectional catheters used in the patient. The first catheter (lot#17000392m) had a temperature issue. The generator showed no temperature. The generator then stopped ablating. The catheter was then switched to a second smart touch bidirectional catheter (lot#17008892m). Over an hour passed between the replacement of the first catheter and the patient event. Therefore, the event will be reported under the second catheter. There was no transseptal puncture performed. The physician believes the event occurred during the ablation phase but it is unknown at which ablation site. The physician felt the cause of the event was that he must have burned through the right ventricular outflow tract. There is no information about the hospitalization.

Manufacturer narrative:
Concomitant products: carto 3 system (model#m-4800-01 (B)(4)) stockert 70 system (model# m-5463-01 (B)(4)) coolflow pump (model#m-5491-02 (B)(4)) smarttouch bidirectional catheter (model# d-1327-04-s lot#: 17008892m) (B)(4). Biosense webster manufacturer's ref. (B)(4) are related to the same incident. Manufacturer's ref. (B)(4). Event description continuation: settings during the event include: generator was set on thermocool at 30w / irrigation flow setting ¿ 2ml/min mapping and 17ml/min during ablation. No titration was performed during mapping and no anticoagulant was given. A long sheath was not used.

Manufacturer narrative:
In the initial 3500a report it was reported that the device was anticipated to return however analysis had not yet begun. Additional information was received on 05/24/2016 that the catheter was disposed of by the hospital. The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. (B)(4). The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).